Manufacturer narrative:
H6: jaw was out of alignment.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was dropping clips. This is a repair/exchange product. There was no pt consequence.